Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that intermittent cartridge alarms occurred during basal delivery with multiple cartridges. Reportedly, the customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 100-200 mg/dl.